Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Macroscopic examination confirms the implant is cracked in multiple locations. Damage identified at the inserter interface; optical examination of the direction and nature of the cracks appear to suggest a fairly brittle fracture with rays emanating from the base of the inserter interface feature, suggesting crack propagation due to implant impaction. Additional optical examination identified crack propagation at the distal end of the implant which appears to have initiated from the base of the sharp v-grooves, consistent with impact.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-5. It was reported that the implant broke during implantation. The implant was removed and replaced without incident. No patient complications were reported.